Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. It should be noted the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use (IFU), states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and/or damage/separation of the catheter. In this case, it is likely that the IFU violation contributed to the reported separation. The investigation was unable to determine a conclusive cause for the reported deflation issue resulting in the reported difficulty to remove; however, the reported separation appears to be related to user error/operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that an nc trek balloon dilatation catheter (bdc) would not deflate and by pulling with force the balloon separated and dislodged in the vessel. A stent was placed to secure the separated balloon against the vessel wall. There were no reported adverse patient sequela and there was no reported clinically significant delay in the procedure. No additional information was provided.